Event description:
After a therapeutic ureteric stone extraction with lithotripsy in the upper left ureter, the stone cone would not close. It then required disengaging the stone and pulling apart the device to remove it from the patient. The device was removed and a new stone cone was used to finish the procedure. The patient did not not sustain any reported consequences or ill effect as a result of this issue. The procedure outcome was reported as satisfactory.

Manufacturer narrative:
Visual examination of the returned product found the cone to be slightly deformed. The device was able to extend and retract with difficulty. Lot history review was performed; no similar complaints for this component were identified. Device history record review was performed, nonconformances were found. The customer's complaint was not confirmed upon evaluation of the returned device. Unable to confirm root cause.